Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2024 and suture was used. Before use on the patient, it was reported by the healthcare professional, that there was a hole in the suture. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained via: it was reported that "that there was a hole in the suture". Did the suture broke? If no, please provide additional details. No, item was not used due to sterile field being compromised. When did the alleged deficiency was noticed (removal from package / during handling prior to use on patient/ during passage through tissue / during tying / post-op)? Pre-op. Provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep).